Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on both the right ventricular (rv) pacing lead and rv defibrillation lead for high/undefined impedance spike. A few days later there was another alert for high/undefined impedance on bot the pacing an defibrillation rv leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv defibrillation coil was cut, partially explanted, and replaced with a new lead.